Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a red irritation on the right side and an open wound on the left. The patient stated they do have a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removal of the lifevest for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.